Event description:
A customer reported experiencing a minimum fill error with their insulin pump. There was no adverse impact to the customer¿s blood glucose level. Despite attempts to resolve the issue by reloading the same cartridge and trying a new one, the problem persisted. Technical support advised the customer to try a cartridge from a different box or lot number, but this also did not resolve the issue. Consequently, the customer was sent a replacement pump and instructed on how to return the faulty one, as well as how to program and connect the settings and cgm to the new pump. Customer reverted to an alternative method of insulin therapy.